Manufacturer narrative:
All three reported events are in the b braun complaint management system and are identified as internal report numbers (B)(4). This manufacturer report is being submitted for (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d4 device expiration date, d9 device returned to manufacturer, h4 device manufacturer date. Device history record (DHR): reviewed the DHR for batch 23l06ged41, there is no abnormality and no such defect detected at in process and final control inspection pertaining to flow rate. Samples evaluation: received 5 samples of easypump ii lt 270-27-s-EU/sa:- 4 samples were received in original packaging. The batch number on the printed primary packaging paper was 23l06ged41. 1 sample was received without original packaging. The batch number on the big bottom cap of the sample was 23l06ged41. Upon receipt, no solution was found in the pump and pump was clamped. A medication label attached on its outer shell indicates that the pump was used to be filled with 5-fluorouracil. The filter outlet to microbore tube was observed with white crystallization. Blockage found at the microbore tube, was due to white crystallize residues. Therefore, further investigation to determine the flow rate was not possible flow rate test: the 4 reference samples were subjected to flow rate tests. Results: the flow rate deviation from nominal flow rate were all within the specification (±15% deviation), as in 6.03%; 4.62%; 3.39%; and 5.24%. Notes: it is worth noting that there are scenarios that can cause pump to empty faster then normal time in actual application, such as one or combination of the below factors:- factor 1: temperature: the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 10ml/hr to 11.8ml/hr. Refer to version 4.0 IFU statement. Factor 2: external pressure: external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Refer to version 4.0 IFU statement. Factor 3: folded outer shell (outer layer): folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Refer to version 4.0 IFU statement that user has to unfold the outer layer properly prior to start the filling process. Conclusion: fast flow rate for the 1 piece used sample as per customer description could not be determined due to blockage of white crystalize residues in the fluid pathway of flow restrictor. The flow rate for all the 4 returned reference samples were all within specifications. Complaint is not confirmed.

Event description:
According to the event description: too fast delivery of the drug in three patient. In two cases the infusion was shortened by 6 hours (with a planned infusion of 22 hours), in the only case the infusion was shortened by 4 hours (with a planned infusion of 22 hours).

Manufacturer narrative:
All three reported events are in the b braun complaint management system and are identified as internal report numbers (B)(4). This manufacturer report is being submitted for (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.